Event description:
The customer reported to olympus that the 200 micron tfl ball tip single use fiber was broken with the aiming beam light coming through near the connector and at the tip. The issue was found during inspection. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The laser fiber was broken. Based on the results of the investigation the broken laser fiber was confirmed. The cause of the broken laser fiber was attributed to user handling when unpacking the device. Olympus will continue to monitor field performance for this device.